Event description:
On 5/13/91 this patient had a femoral popliteal bypass above the left knee using a 6mm impra vascular graft. On 2/6/93 he developed severe pain and numbness in the lower left leg. After arrival to the emergency room a arteriogram was performed immediately which revealed an aneurysm of the mid aspect of the old impra graft. The patient was taken immediately to surgery where a resection of the mid aspect of the old impra graft. The patient was taken immediately to surgery where a resection of the mid femoral impra graft aneurysm with fogarty catheter thrombectomy of the popliteal and tibial arteries with removal of emboli performed without difficulty followed by an interposition impra graft to bridge the defect. After the aneurysm was freed up and the clot dissected out, it was found that the old graft had completely separated and was actually gaping probably 1 to 2 cm and the aneurysm formed a bridge between the separated graft sections.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, none or unknown. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.